Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking and fell off event on 3-may-2024. The insertion site was at abdomen and the set came off when patient was sleeping. The blood glucose level at the time of event was high (specific value unknown) and patient treated it with manual injection followed by changing the infusion set. No further information available.